Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post-operatively the patient experienced thrombosis. The patient was administered an oral anticoagulant. The patient's symptoms resolved and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) study.